Event description:
The company was informed that the patient's device was explanted due to reported pain at the implant site and poor performance with the device. The patient was reimplanted with another cochlear device.